Event description:
It was reported by the patient that the patient was "hearing a tone from [the] device." The device indicated elective replacement [eri] and during the explant procedure, the right atrial lead and the left ventricular lead were damaged and dislodged during extraction. The device and both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device and leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed with no anomalies found. All conductors were distorted and cut and had blood/body fluid (not obstructed) on them. The outer insulation was kinked/buckled and melted. There was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage. (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were distorted, there was blood/body fluid (not obstructed) on them, and they were fractured due to overstress. There was environmental stress cracking of the outer insulation, all insulators were breached cut, and outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.